Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 48 mg/dl. The customer was getting up for work and heard alarm and that's all she remembered. The patient was not in an accident. The cause of 911 call as per healthcare provider was hypo event. The customer ate a candy bar and drank mountain dew. The customer did not go to hospital.